Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient was encountering poor communication and indicated that the programmer would not sync with the ins. The communication issue occurred both with and without the antenna. The patient indicated that they also had a return of symptoms the day prior. Later, the patient called back and indicated that they were troubleshooting with the poor communication and when the patient put new batteries in the programmer kept displaying the splash screen. Additionally, the patient clarified that the therapy issue from the previous day was urinary frequency. The patient went on to indicate that when the patient programmer (pp) batteries were replaced they were working, but then the batteries died and the pp didn't show the batteries were weak. When the patient took the batteries out of the pp they were hot. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.